Event description:
During an open thoracotomy with decortication (left), a tuffier chest retractor failed to operate and could not be inserted. Per the surgeon, the first rib spreader could not be opened. A second tuffier chest retractor, from the same tray, was difficult to open but he was able to open it and utilize it during the procedure. When the surgeon attempted to remove it, it froze and would not release or adjust, requiring force to do so. The surgeon used a needle driver to attempt to open the instrument which worked initially, but ultimately, the butterfly adjustment knob broke off and the surgeon was forced to break the patient's rib to remove the equipment. Metal shavings were observed on the sterile towel upon which it was laid.